Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was unable to be replicated. The device was put through extensive testing including power cycling during bench handling and manually discharging at all energy levels using a test battery without duplicating the report. A review of the device log shows the device powered off due to operating below the low voltage threshold and also shows multiple battery calibration required messages. The customer has been sent information pertaining to the recommended battery management documentation. The device was recertified and returned to the customer. The battery used at the time of the report was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.